Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for elevated blood glucose (bg) levels of greater than 600 (mg/dl) and large amounts of ketones. While in the ER, customer was treated with intravenous insulin and fluids. Customer was released from the ER 1 day later with a bg level of 120 (mg/dl) and reported that they were in healthy condition.